Manufacturer narrative:
Additional information received confirmed the devices involved are in the scope of ra2012-067. Investigation results and conclusions will be provided under ar report for e2013004.

Event description:
Patient called and reported that he had a left hip replacement on (B)(6) 2010. On or about (B)(6) 2014 started experiencing pain and discomfort. Had a MRI done and found there was a buildup of fluid. He put it off till now because the pain is very noticeable. Patient is having a revision on (B)(6) 2018. Additional information received from legal on 03/08/2018: plaintiff alleges the left rejuvenate hip implanted on or about (B)(6) 2011 failed causing pain and elevated metal ion levels, which required revision surgery on (B)(6) 2018.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called and reported that he had a left hip replacement on (B)(6) 2010. On or about (B)(6) 2014 started experiencing pain and discomfort. Had a MRI done and found there was a buildup of fluid. He put it off till now because the pain is very noticeable. Patient is having a revision on (B)(6) 2018.